Event description:
The patient reported experiencing shooting pains and that the device had moved about two inches. The patient noted that the device was checked and that everything was ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).